Event description:
Healthcare professional reported right side "lymph node of benign appearance", "in both mammary glands, with radial fold ultrasound data", "right capsular contracture baker grade unknown." Device remains implanted.

Manufacturer narrative:
Continued: e1- phone number: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: capsular contracture baker grade unknown.